Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted multiple times to reposition. There was no lead anomaly and was recommendation of the manufacturer to use a new lead after 3 unsuccessful attempts. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted 3 times to reposition and lead had no anomaly. It was recommended to use a new after 3 unsuccessful attempts were made. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted multiple times to reposition. There was no lead anomaly and was recommendation of the manufacturer to use a new lead after 3 unsuccessful attempts. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A tissue was observed entwined in the lead tip helix during visual inspection which likely indicates that there was some difficulty with placement during implant. Also, a deformed coils was also noted. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted 3 times to reposition and lead had no anomaly. It was recommended to use a new after 3 unsuccessful attempts were made. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.